Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
It was reported that the patient had a bowel movement on (B)(6)2010, causing the right ventricular lead to dislodge and exhibit intermittent capture and increased thresholds, resulting in cardiac arrest. The patient coded and was resuscitated. She was placed on life support. The family did not want the lead to be repositioned and did not want the patient on life support. They decided to remove life support and allow the patient to expire.